Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was noted the ¿beep on sensed and paced ventricular events¿ feature was programmed on, and this will cause the device to draw higher current which will cause the device battery to deplete more rapidly, but that is expected with a higher current drain. The device was in storage mode due to low battery voltage, but was able to be programmed out of storage mode for testing. The device was unable to charge and deliver a full energy shock due to the low battery voltage and increased cell impedance at the end of life. The device was able to charge and deliver a 5 joule shock. The device was then exposed to simulated heart load conditions pacing and sensing functions were tested. The device was tested for potentially leakage in the battery bypass capacitors and the current was normal. The device operated appropriately, according to its performance specifications. Therefore, the field observation was confirmed, but appears to be due to normal battery depletion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode and presented to the emergency room. The device was in storage mode and the patient had an escape rhythm in the 30s. It was reported that the device had been checked a month earlier due to tones being heard, and at that time tones were apparently turned off as it was found the device had triggered elective replacement indicator (eri) at the end of march. There was concern that the eri to end of life (eol) window was shorter than expected. The device battery recovered enough for an interrogation to be performed and it was noted on that check the beep-on-sensed/paced events was on for an unknown reason. Boston scientific technical services (ts) discussed that might explain why the device was in storage mode. Surgical intervention was done and the device was successfully replaced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.